Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection (lar). According to the reporter: when performing the anastomosis, the intestines were not cut well. The surgeon had to over sew to finish the procedure. There was unanticipated tissue loss, the operative time was extended by more than 30 minutes and the incision was extended by more than one inch. There was no bleeding reported in excess of 250cc.